Event description:
The initial reporter complained of discrepant results for 1 patient sample tested for elecsys hcg+b (hcg + b) on a cobas e 411 immunoassay analyzer. The initial result was < 1.35 miu/ml with a data flag. This result was reported outside of the laboratory. The patient stated they took a home pregnancy test and the result was positive. The customer repeated the sample and the result was 66 miu/ml. This result was believed to be correct.

Manufacturer narrative:
The hcg + b reagent lot number was 64377005 with an expiration date of 30-nov-2023. The field service engineer (fse) found a bent sipper nozzle and noted an issue with the sipper tubing. The fse adjusted the sample probe and verified the sipper pipettor and bead mixer adjustments. The sipper nozzle and sipper tubing were replaced. Adjustments and primes were performed. Instrument performance testing was acceptable. The customer ran calibration and qc. The service actions resolved the issue. H3 other text : na